Event description:
As it was reported that "the laser fiber tip broke off during procedure. Laser fiber tip not extracted. Laser fiber saved. Was a new fiber and had not been reprocessed. Fiber was being used with a flexible scope and may have been damaged advancing it through the flexed scope". Original intended procedure "cystoscopy; l ureteroscopy; laser fragmentation of stone; basket extraction of stone fragments; placement of double j stent". Additional info received from initial reporter on (B)(4) 2013: cystoscope used was a 21 fr with a lumenis power suite 100 watt holmium laser, watts used were 10 and the energy frequency was 1.0 hz (10 joules) (767 joules total). It is believed that the surgeon may have bent the fiber. No further info was available.